Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet device was cracked after a fall and a replacement was provided while the original was returned through the distributor. Symptoms included no reported adverse clinical effects and no reported blood glucose disturbances. Outcomes included continued therapy on a replacement device without escalation of care or hospitalization. Investigation included collection of user-provided information and shipment tracking to confirm receipt of the returned device. Investigation of this device revealed a damaged external housing consistent with physical impact, with no evidence of device malfunction affecting therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was user handling and accidental damage due to impact.